Manufacturer narrative:
Per the user guide: always confirm that the decimal point placement is correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the recommended pump bolus was large due to the customer inadvertently entering the carbohydrate ratio setting as 1:1.8 instead of 1:18. Blood glucose was 120mg/dl. Recommendation was made to discuss pump settings with customer's health care professional.